Manufacturer narrative:
(B)(4): product analysis: visually confirms minute pieces of the instrument tip have been broken off, consistent with insufficient engagement during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Material hardness was also found to be within print specification. The above findings are consistent with overload.

Event description:
It was reported that on (B)(6) 2015, intra-op, the instrument broke.the product came in contact with the patient. No patient complications were reported.